Manufacturer narrative:
(B)(4). A partial lead measuring 56.3cm was returned in two segments for analysis. External insulation abrasion was noted at 41.2-42.2cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 12.6-14.9cm and 17.0-19.7cm from the distal tip. Internal insulation abrasion was noted at 9.7-10.7cm and 11.2-11.5cm from the distal tip. The etfe coating intact at these locations.

Event description:
This report is to advise of an event observed during analysis.